Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. Detailed trace analysis confirmed power loss alarms at the long trace history file and an abnormal loaded voltage (loaded vlith) at the power graph management tool due to connector resistance at j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6 /pcb 1, pump was monitored and functioned properly. No unexpected power loss alarms, replace battery now alarms, or low battery alarms noted during testing. Pump was received with scratched case, pillowing keypad overlay, faded/stained serial number label, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the replace battery now alarm was received on insulin pump. Customer¿s blood glucose level was 4.7 mmol/l. Troubleshoot was performed and customer did not receive a low battery alert prior to the replace battery now alarm. Customer states the battery was not previously used. Customer states the pump was not dropped. Customer states there were not unattended alarms and received second occurrence of replace battery now without a low battery warning. The pump will be received for analysis.